Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as body condition was not good and the patient performed pd therapy without a mask several times. The peritonitis was manifested by turbid dialysate. The cause was also reported as unknown. The patient presented to the emergency room and was treated with cefazoline (route, dose and frequency not reported) and fortum (dose, route and frequency not reported). The patient was not hospitalized for the event; however, it was reported two days after onset the patient ¿visited the outpatient department in a regularly visiting hospital¿. Physioneal therapy remained ongoing; although the patient was transferred from automated pd therapy to continuous ambulatory pd therapy. Action taken with extraneal was unknown. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from the event. The patient was retrained on the proper aseptic technique (during the month following receipt of this report). No additional information is available.